Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. It was reported that the pump site became infected and the pump was explanted. There were no known environmental, external or patient factors that may have led or contributed to the issue and no diagnostics or troubleshooting was performed. The actions and interventions taken to resolve the issue was the patient¿s infusion system was removed. The issue as resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.